Event description:
Hcp reported that pt started to require more frequent adjustments of dose etc to her intrathecal pump in january 1999. She began to require oral medications to supplement her intrathecal medications in order to achieve pain relief in addition to the dose and concentration increases. On 08/25/1999 the pump was found to have dispensed only 2 ml of medication. The rotor of the pump was tested and found to be stalled. Pump was successfully replaced in 1999.